Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube separated from the flange and hanging approximately 1-2 cm. The flange was still sutured to the patient. The inner cannula was still within the trach tube and still attached to the ventilator. Upon further inspection, it appeared that the fittings had broken. The old trach was changed out and placed the new trach into the stoma.